Manufacturer narrative:
One product was received in used condition with the original packaging opened. Under visual inspection no visual defects were detected. A functional leak test was performed, and no leaks were detected. The complaint was not confirmed. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number. No correction actions taken since the complaint was not confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced leakage during pre-testing. The leak was found at the seam/joint where cuff and tube shaft connect. No patent injury or adverse effects were reported. No additional information